Manufacturer narrative:
Speaker and vibrator issue was not verified. Low bg issues the failure investigation has been completed. Based on the analysis, the alleged occlusion issue was verified, however, no failure was identified.

Event description:
It was reported that the pump's alarm sound was not annunciating. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered to address bg. Additionally, it was reported that intermittent occlusion alarms occurred. Customer changed supplies to address the issue. Customer's blood glucose was 200-437 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.